Event description:
The reporter stated the the surgeon inserted a cc4204bf single piece collamer lens into patient's eye and noticed the lens was torn, so removed the lens without enlarging the incision and replaced with another model lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusion: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause not be determined. It should be noted that the injector, foam tip plunger & cartridge were not returned for evaluation.